Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 55mm abdominal infrarenal aortic aneurysm. It was reported that during the index procedure, while deploying the main body stent graft, the physician pulled down the stent graft about 1cm below the lowest renal artery and was unable then to re-advance. The rest of the main body was deployed and the contra and ipsi limbs without issue and a reliant balloon was used for remodelling. The physician decided to place an endurant cuff to extend the seal zone proximally and this was placed successfully with ballooning again to remodel. On closure of the access site the physician noted the patient had a cold right leg and after performing cutdown found there was no femoral pulse. Angiogram revealed a limb occlusion on the right near the patient's aortic bifurcation. The physician gained access with a wire and placed a wall stent and after ballooning the area the occlusion resolved. Angiogram showed no residual clot distally. As per the physician, the cause of the event was anatomy related due to a stenotic area near the aortic bifurcation that wasn't seen on the CT scan. No additional clinical sequelae were reported and the patient is fine.